Event description:
It was reported the customer was hospitalized with high blood glucose on (B)(6) 2015. Blood glucose at the time of admission was 1260 mg/dl. The customer stated the cause of their hospitalization was from diabetic ketoacidosis. The customer also reported receiving several no delivery alarms that were never resolved. Customer will be shipped replacement infusion sets. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.